Event description:
Healthcare professional reported a left side rupture. Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 14/may/2024.

Event description:
Healthcare professional reported a left side rupture. Later healthcare professional reported capsular contracture baker grade 3. MRI conducted showed rupture. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported, capsular contracture, baker grade 3. MRI conducted, showed rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, a left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ rupture: not observed openings during the analysis. As per the investigation procedure creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted.

Event description:
Healthcare professional reported a left side rupture. Later healthcare professional reported capsular contracture baker grade 3. MRI conducted showed rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date.